Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access instrument. A pt sample was tested for accu tni and a result of 0.81ng/ml was obtained. The result was reported out of the lab. The customer re-tested the original sample for accu tni three (3) hours later and obtained two results of 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed in 2006, passed. The specimen was collected in lithium heparin tube. A field service engineer (fse) was dispatched to the customer's lab three days later. The fse replaced a transducer tip and performed minor adjustments to the instrument. The fse reviewed system check, performed by the customer three days prior, and verified instrument operation per established procedures. During a follow-up call, the customer stated that no additional accu tni fliers were obtained after the fse service. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.